Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The patient was hospitalized for the event of peritonitis. Three days after the hospitalization, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment with vancomycin (1 gram given once every other day, intraperitoneally) for the event of peritonitis. Four days later, the patient was discharged from the hospital. The patient recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.